Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 24 mg/dl. The customer was treated his low with glucose tablet. The customer states when he drops below 50 mg/dl , he crashes fast and went to endocrinologist about a month ago regarding low's, changed his basal , smaller boluses, he thought body changes. The customer¿s blood glucose level was unknown at the time of incident, and his current blood glucose is 307 mg/dl. Patient has been experiencing low blood glucose for within third week of august, does not have a pancreas anymore. So thought low was due to age and missing organ. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. He insulin pump will not be returned for analysis.